Manufacturer narrative:
Approximate age of device ¿ 9 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a pump stoppage occurred due to a suspected loss of power and depleted backup battery over an unspecified amount of time on power saver mode. Despite several alarms, the power supply was not switched to the mobile power unit or fully charged 14v batteries. The patient was admitted to the hospital and the power supply was restored. The patient was hemodynamically stable without having experienced any adverse event. No further issues have been reported. No additional information was provided.

Manufacturer narrative:
Review of the submitted log file data confirmed a system stop following the depletion of the 14v lithium-ion batteries and the system controller¿s 11 volt backup battery. The system controller event log file contained data from (B)(6) 2018 at 09:11:24 through approximately 10 hours of the clock not being set on (B)(6) 2018. The log file captured a low power advisory alarm on (B)(6) 2018 at 00:16:21. At 01:57:31, the low power hazard alarm became active, which was followed by no external power alarms and the activation of the emergency backup battery (ebb) at 03:37:12. The system was supported by the ebb until 04:56:02 when the pump ultimately stopped. The duration of time that the pump was without power could not be conclusively determined through this evaluation. Upon restoration of power to the system controller, the system resumed operation and the controller clock corrupt alarm was activated per design. The system appeared to function as intended. The patient remains ongoing on lvad support and no further events have been reported. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. These documents explain that heartmate 3 patients must be attached to the power module or the mobile power unit during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the emergency backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.